Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The reporter stated that the device broke during surgery and a part remains in the pt. Surgery time was prolonged by about one hour. Integra has requested additional clinical information from the reporter.